Manufacturer narrative:
Hyperpigmentation following the opus plasma treatment . Although recovery is expected, the event is reported due to extensive area of hyperpigmentation.

Event description:
It was reported about hyperpigmentation following the opus plasma treatment.

Manufacturer narrative:
Hyperpigmentation following the opus plasma treatment . Although recovery is expected, the event is reported due to extensive area of hyperpigmentation. UDI related data quality updates: this supplemental report represents a correction to a previously submitted MDR.

Event description:
It was reported about hyperpigmentation following the opus plasma treatment.